Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited loss of capture and sensing. A chest x-ray revealed that the lead had dislodged. The lead was successfully explanted and replaced.

Manufacturer narrative:
(B)(4).